Event description:
It was reported that during surgery, a restoration modular stem adaptor broke, causing a 30 minute delay in surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown restoration modular stem adaptor. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.